Event description:
It was reported to boston scientific corporation that a wireguided dase dilatation balloon was attempted to be used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure for bile duct stones performed on (B)(6) 2026. During the procedure, the balloon failed to expand normally. Upon removal from the patient, the balloon was found to be ruptured after it reached a pressure of 8atm. No piece of balloon detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6) hospital (B)(6); reported here as the facility name exceeded character limit for designated field. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.